Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6), 2000 and left total hip arthroplasty on (B)(6), 2001. Patient medical records provided by legal counsel indicates that a right hip revision procedure was performed on (B)(6), 2014 where metal debris was noted upon removal of the acetabular cup. Medical records further indicate that a left hip revision procedure took place on (B)(6), 2014 where metal staining was noted and a synovectomy was performed.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."

Manufacturer narrative:
This follow-up report is being filed to relay additional information in the event description, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2000 and a left total hip arthroplasty on (B)(6) 2001. An operative report dated (B)(6) 2014 reveals a right hip revision procedure was performed, during which metal debris was discovered on the acetabular cup and a leg length discrepancy was noted. The modular head and acetabular cup were replaced and a polyethylene liner was implanted. An operative report dated (B)(6) 2014 reveals a left hip revision procedure was performed, during which metal staining was noted and a synovectomy was performed. The modular head and acetabular cup were replaced and a polyethylene liner was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2015-00937 & 00939).